Event description:
It was reported that the insulin pump buttons were unresponsive. No furthr information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display on number count and a constant tone due to a corroded electronic assembly. Further testing could not be performed due to the frozen display. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the untied states.